Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73g1800265 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that every fourth or fifth clip got stuck in the applier in four units. No clips fell in the patient and no health injury occurred.

Event description:
It was reported that every fourth or fifth clip got stuck in the applier in four units. No clips fell in the patient and no health injury occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was a representative sample in its original packaging. The actual sample was not returned. It was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the remaining clips with the same result. The representative sample was received with all 15 clips remaining in the channel. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as there was only a representative sample that was returned. Since the actual device was not returned, the complaint could not be confirmed. The reported complaint of "clips stuck in applier" could not be confirmed since the actual sample was not returned. A representative sample was returned, and no functional issues were found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Since the actual sample was not returned, a root cause could not be determined.